Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
The customer reported low blood glucose. Customer stated that she was having allergic skin reaction from the sensor overtape and had low blood glucose of 46 mg/dl 3 days ago. Offered to troubleshoot for low blood glucose. Customer's blood glucose was 47 mg/dl. Customer stated that she treated low blood glucose with food. Customer also stated that she suffered high blood glucose too but believes it was because of her schedule. Customer declined to troubleshoot stated she knew why she had low blood glucose because of her hectic schedule nad also indicated that high blood glucose was due to overdose it with food. Customer stated that the insulin pump had scratched on the screen. Customer ran a selftest and the insulin pump passed. No further information provided.